Event description:
The captor valve continued to drip blood during the procedure. The pt's total blood loss was around 300mls. The physician needed to plug the valve to stop it from leaking with the coda balloon. No adverse effects to the pt due to this occurrence.

Manufacturer narrative:
(B) (4). Event under investigation at this time.